Event description:
During an event when the package was opened and the subject device was soaked in saline, no anomalies were noted. When the subject device was inserted into the hub of an exvelsior 1018 microcatheter, resistance was felt in the introducer sheath. Also, the subject device broke off inside the introducer sheath. No complications with the patient were reported to have occurred as a result of this event.